Event description:
Hosp advised that a nurse set up and started an infusion and a freeflow occurred on a pt. Infusion was stopped and the pump was replaced. Hosp advised they have changed their procedures requiring nurses visually examine the whole set up prior to starting an infusion on pts. There was no pt consequence. The pump serial number was not recorded or noted.